Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had to charge the implant every morning. They were on group b and could not go past 3.2. The patient services agent reviewed that the consumer could switch to group a and monitor recharging frequency. No further complications were reported.